Manufacturer narrative:
Serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor disabled alarm itself. The customer reported that the device was in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.